Event description:
Caller reported potential false positive troponin I (tni) results when pt samples were run on triage cardio profiler test compared with samples run on bayer centaur. Pt was drawn twice and cardiac marker tests were run on triage cardio profiler. Sample from second draw was repeated twice due to error codes. The sample from the first draw was run on bayer centaur. Two add'l draws were done and run on bayer centaur with negative results for tni. The cutoff for tni test on triage is 0.17 ng/ml.

Manufacturer narrative:
Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. For positive control tni recovery was within mfg 1sd range. For negative control, all tni results were <0.05 ng/ml. There were zero occurrences of false positive results or error codes. A review of mfg release data showed tni results to be within release specifications. Product support could not rule out sample-specific interference without return of pt sample. Tni complaints are routinely tracked and trended. Product deficiency was not established; no corrective action required at this time.